Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeons experience with the str5g device? How many times was the device fired? Were there any difficulties with the device in the initial procedure? Were there any issues noted with staple formation in the initial surgery? If yes, what was their form/shape? Were there any issues observed with staple formation on the re-op? If yes, please explain. How was the fistula addressed?

Event description:
It was reported that during a prolapse, the patient has a fistula after surgery.